Event description:
During the patient's pulse generator replacement, it was reported the patient's left ventricular lead exhibited high capture thresholds and subsequently the patient's lead was capped. The patient was reportedly well at the end of the procedure. No further information was available.

Manufacturer narrative:
(B)(4).